Manufacturer narrative:
Device discarded.

Event description:
It was reported that during a procedure at the user facility the surgeon cut a lead while in use. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.